Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for balloon burst and system components separate were confirmed by the imagery provided. No manufacturing non-conformance was identified during the evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''during procedure commander delivery system balloon burst at the end of our valve deployment inflation. We met resistance when attempting to remove the balloon through the 16f esheath+. All the pieces of the balloon were believed to be accounted for. There was no extra volume added to the balloon prior to inflation. Upon removal the delivery system was getting caught on the distal end of the sheath. It appeared that the distal end of the commander balloon attachments ''might'' have been getting caught on sheath. The distal end of sheath was crinkled a little bit from attempting to pull balloon into sheath''. Provided imagery showing presence of calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve in the aortic position the 29mm commander delivery system balloon burst at the end of our valve deployment inflation. Our implanting team felt the valve fully deployed. We met resistance when attempting to remove the balloon through the 16f esheath+. The team proceeded to remove the whole system (sheath and commander ds) as one unit successfully. The implanting team was able to 'close' the arteriotomy in usual fashion using two proglide perclose devices that had been partially deployed at beginning of case. Final peripheral angiogram was performed which revealed no gross complications. The team held manual pressure for 5-8 minutes and completed case in standard fashions. The patient left the cath lab suite in stable condition. There was no patient injury. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. The balloon was fully inflated when it burst. All the pieces of the balloon were believed to be accounted for. There was no extra volume added to the balloon prior to inflation. Upon removal the delivery system was getting caught on the distal end of the sheath. It appeared that the distal end of the commander balloon attachments ''might'' have been getting caught on sheath.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.